Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed moisture corrosion around the force sensor plate. The condition that the pump dispensed insulin during the load step was not duplicated, during evaluation.